Manufacturer narrative:
Information anticipated, but unavailable at this time. Date sent: 07/17/2007.

Event description:
It was reported that during a low anterior resection procedure the staple line was incomplete. Procedure completed with hand stitches. There was no patient consequence.